Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy due to oversensing. Patient also had left ventricular assist device (lvad). Therapy was disabled previously and was automatically re-enabled while ending the session. Application of magnet was unsuccessful in terminating the therapy. Review of session records revealed that the user had pressed wrong selection at the end of session resulting in re-enabling tachy therapy. It was also found that the magnet had been applied successfully although appeared to have intermittent contact. Emi due to lvad was also suspected for oversensing issue. Programming changes were made and there were no more issues. The patient was reanimated and was stable.